Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. The case was escalated to the next level of support, and an escalation response was provided. A review of dms indicated that the user was advised to re-link the sensor. During follow-up, the user remained unresponsive to multiple communication attempts for further assistance. Upon review of dms, it was confirmed that the user is currently using the system and that the information is up to date.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. Example readings showed significant mismatches, and the issue was not resolved through education on system lag and calibration practices. Customer care requested a diagnostic upload, which was successfully completed, and escalated the case. Review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to update the calibration file and correct a potential calibration misalignment. The user remained unresponsive after multiple callback attempts to continue assisting with troubleshooting with re-link instructions. As per dms, the user is currently using the system with up to date information. B4. Date of this report 05 jan 2026. G3. Date received by the manufacturer? 05 jan 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.